Manufacturer narrative:
A local siemens engineer was dispatched to the site to collect all data. The reported issue is under investigation and a supplemental report will be submitted once additional info has been received. (B)(6).

Manufacturer narrative:
The investigation of the reported event showed that the system freeze was caused by a defective diode v298 on the d80 board, which resulted in hv_on signal drop. The hv_on signal is created in the generator to indicate that radiation is on and is meant to switch on the image chain (coca-component). In the reported case the radiation indicator was on but no radiation was applied. The spare part consumption of the d80 board has not increased and no other cases of a defective diode on the d80 board have been reported from the field. A software update (va10e) to improve the system behavior was released in june 2015 via an update instruction xp018/15/s (reported under corrections & removals report # 2240869-05/08/15-0014-c, z-1958-2015). The concerned system at the customer site has been replaced by an updated system with sw version va10e. This report was submitted february 29, 2016.

Event description:
During an exam with a critical patient on the table the cios alpha system froze without displaying any errors on the screen. There are no injuries attributed to the event. No negative consequences for the patient have been reported. The customer does not feel comfortable to continue to use the system and requested a replacement. The reported event occurred in (B)(6).